Manufacturer narrative:
The product, as returned, shows no outward signs of physical damage. No cracks, chips or scuffs were observed during visual exam of the unit. Review of the device history record shows the device met mfg specifications for product released to distribution. Device analysis confirms the reason for return; the product was decibel tested at 3500 rpm's. Findings show the sound level results were out of specification at 69 dba, which is slightly above the 65 dba limit. Destructive analysis was performed to evaluate the product's internal bearings. The upper bearing, shaft and seal were all noted as functional with no signs of damage or moisture seen. Inspection of the lower bearing showed some signs of moisture ingress, which caused the ball bearings, and the inner and outer race, to become dull. Conclusion: no pt event. Reduced device performance occurred and was related to the reported product problem.

Event description:
Info received indicated that noise was noted coming from the unit during bypass. The device was changed-out during the case with no pt complication reported.